Event description:
During baxter's evaluation of a spectrum pump, it was found to alarm downstream occlusion, when no occlusion was present.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of "false downstream occlusion alarms" was confirmed through evaluation. The readings from the downstream sensor were above specification with a loaded fluid filled set. The elevated signal level is the cause for filled set. The elevated signal level is the cause for the false downstream occlusion alarm, and this condition prevents the pump from automatically restarting after the alarm. The pump was reworked per baxter's service procedure to correct this error.